Manufacturer narrative:
The complaint sample was not returned to (B)(4) for evaluation and the reported event cannot be confirmed by (B)(4). A process review was completed and no discrepancies were found. The initial investigation completed by (B)(4), could not confirm the event as reported as there were no observed signs of damage or breakage from the instrument. No further investigation is required. Complaint information and investigation provided by (B)(4).

Event description:
It was reported during an unknown patient procedure that the impactor broke during surgery. No adverse events reported.

Manufacturer narrative:
Additional information from customer was received which identified the manufacture lot number. The device history record (DHR) was reviewed and no discrepancies were identified.(B)(4)

Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.